Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise and far-r oversensing which resulted in inappropriate auto mode switch. No intervention was made. No patient consequences was reported.